Manufacturer narrative:
(B)(4). Device manufacture date: 06/10/2015-06/11/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume infusor. It was reported that after two days there was still 70ml of solution inside the infusor. The device was filled with 50 ml of tramadol hydrochloride, 16 ml of lornoxicam solution, 10 ml sterile water, and 100 ml of 0.9% sodium chloride for a total fill volume of 176 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.